Manufacturer narrative:
(B)(4). The subject mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in china on behalf of a healthcare facility reported that an mr290v autofeed humidification chamber, provided as a part of an rt225 infant ventilator circuit was found cracked and leaking. There was no patient involvement.

Event description:
A distributor in china on behalf of a healthcare facility reported that an mr290v autofeed humidification chamber, provided as a part of an rt225 infant ventilator circuit was found cracked and leaking. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber provided with the rt225 infant ventilator breathing circuit, was not returned. Our investigation is therefore based on the information provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: photographs of the subject mr290v vented autofeed humidification chamber were visually inspected and confirmed that there was a crack in the chamber dome. Conclusion: the root cause of the crack was unable to be determined. The mr290v vented autofeed humidification chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject breathing circuit kit would have met the required specifications at the time of production. The user instructions for the rt225 infant breathing circuit include the following: do not use the chamber if the seals are not intact when received, or if it has been dropped. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure there is a water supply connected to the chamber and that water is present within the chamber. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.